Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient contacted depuy to report that he had a squeaky hip. Patient has not been revised. Doi: (B)(6) 2008; (right side). Update 4/27/2012 - litigation papers were received. They allege severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. There is no mention of revision surgery. The complaint was reopened to make the metal insert and femoral head reportable due to allegations of metallosis. Update ad 29 jun 2018: receipt of ppf and medical record. In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address painful right total hip arthroplasty with metal on metal implants. On (B)(6) 2013, a significant amount of metallosis was noted in the hip joint, as well as in the stem and lateral edge of the femur. The patient began to experience intermittent pain and popping in the hip two years ago. Doi: (B)(6) 2008; dor: (B)(6) 2013; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.